Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implantation utilizing a large flexnav delivery system. The valve was implanted successfully at a depth of non-coronary cusp (ncc): 0mm, left coronary cusp (lcc): 2mm. There was a mild perivalvular leak (pvl). Heparin was administered throughout the procedure, however the activated clotting time (act) is unknown. The patient had remained hemodynamically stable throughout the procedure however, before leaving the operating room, the patient started to experience symptoms of coronary occlusion. After leaving the operating room, hemodynamics were assessed and the patient underwent a coronary angiogram (cag) due to suspected coronary occlusion. It was found that thrombus formed and fully occluded the right coronary artery (rca). Subsequently, coronary artery bypass graft (CABG) surgery was conducted, bypassing rca number 2 and the ascending aorta. The patient was reported to be stable. The physician's opinion was the that the thrombus was not caused by the navitor system. The patient did not have any hematologic disorders or systemic illness that could contribute to a hypercoagulability, or any any treatment (medications) that could contribute to thrombus formation.

Manufacturer narrative:
An event of device malposition, perivalvular leak, and thrombosis was reported. Information from the field indicated the final implant depth was 0mm from the non-coronary cusp. No information was received regarding calcification distribution, dimensions of the native valve, or deployment difficulties. Additionally, in the physician's opinion, the thrombosis was not caused by the navitor system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, including specification for radial force. Based on all available information, root causes for the reported device malposition, perivalvular leak, and thrombosis could not be conclusively determined.